Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) levels could not be decreased. The hospital team suspected pump thrombosis and decided to exchange the pump. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
MFR date: additional information. A correlation between the device and the reported ldh elevation and thrombosis could not be conclusively determined through this evaluation. The evaluation of (B)(4) did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 8.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.